Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and software was reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system appeared to create fluoroscopy x-ray without command. No report of pt or staff injury.